Manufacturer narrative:
Failed nut in lift motor.

Event description:
It was reported by service report that the head of the bed goes down by itself. No patient involvement or adverse consequences are reported.